Manufacturer narrative:
(B)(4).

Event description:
Three endurant ii aortic cuff stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck is 19-16-20-22mm in diameter. The left common iliac artery is 10mm in diameter and the right common iliac artery is 16-9-10-9mm in diameter. It was reported that the patient presented for their 18-month follow up. The patient had no pain; however, an ultrasound identified a type iii separation endoleak. The physician scheduled the patient for a CT which revealed the type iii separation endoleak. The patient received an intervention where a 24x24x82 endurant stent graft was implanted and the type iii separation endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation: a review of returned pre-implant cta¿s revealed that the patient had a 5cm max diameter aaa which contained significant irregular shaped thrombus; dissecting thrombus in appearance. The proximal neck diameter was approximately 21mm, and the neck also contained thrombus (15 ¿ 18 mm flow lumen diameter) and was 2cm in length. The distal aortic diameter ranged from 16 ¿ 18mm, 3cm long, and was calcified. The proximal neck angulation was 55 deg max (a-p); relative to the distal aorta. Review of cta¿s and 3d film report 19 months post-implant revealed that 2 endurant cuffs/tubes were positioned into the neck (just below the renals) and an endurant limb had been implanted into the distal aorta; no bifurcate was implanted. The max diameter aaa was 5cm and there was contrast seen outside the stent graft from a type iii separation endoleak between the proximal tube and the distal limb. The distal diameter of the detached proximal tube measured 24mm, and the proximal diameter of the detached distal limb measured 21mm. The overlapping proximal devices (cuff <(>&<)> tube) were angulated approximately 75 deg max a-p relative to the detached distal limb. The limbs were patent and no other stent graft issues were observed. Review of a single still angio image during a recent intervention revealed that an endurant limb had been implanted across the detached components, and the endoleak appeared to have resolved. The exact cause of the stent graft detachment and type iii separation endoleak could not be determined from the images provided. The amount of device overlap at implant is unknown. Films at implant and earlier post-implant films were not available for review and comparison. It is possible that there was insufficient overlap at implant. It is also possible that the increased aortic angulation between the proximal and distal landing zones may have contributed to the separation.